Manufacturer narrative:
The customer passed away on (B)(6). 2018. The customer had high blood glucose's. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.0874 inches. The stop (idle) current and run current measurement tests are within specification. The insulin pump also passed self test, off no power alarm test and a21 error test. The following were noted during visual inspection: minor scratched display window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. The insulin pump did not have a battery installed when received. Please see below when reviewing the history download. There is no data available due to the insulin pump was stored for an extended period without a battery. The insulin pump passed the functional testing. Unable to confirm alleged high blood glucose's. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was diabetes and chronic obstructive pulmonary disease. The caller stated that the customer had diabetes and chronic obstructive pulmonary disease that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing. The caller stated the pump was not delivering enough insulin and so the customer was taken off the pump. The customer was having to use the pump and manual injections at the same time. The customer had blood glucose in the 500 mg/dl range while wearing the pump. The caller was unsure if the customer was using sensors. The caller agreed to return the insulin pump for analysis.